Event description:
It was reported that the patient feels that the generator has shifted and wants it checked. The patient was seen by the physician who did not identify any device migration. The patient described discomfort at the generator site and the physician could not identify the cause of the pain. The patient was referred to surgeon to discuss further what issue may be occurring. Device diagnostics were within normal limits. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system; however, the presence of a micro-fracture in the lead could not be ruled out. The patient underwent prophylactic generator replacement due to the discomfort. The explanted generator has not been received for analysis to date.

Event description:
It was reported that the explanted generator was discarded after surgery and will not be returned for analysis.